Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a no delivery alarm during a reservoir change. The customer's blood glucose was 119 mg/dl. Troubleshooting found insulin did not exit with a plunger push. It was also found there was greater than normal resistance when pushing with a push plunger. Customer was advised their reservoir/infusion set connection may be severed. The customer declined to return the reservoir for analysis.